Event description:
Reference number (B)(4). Event occurred in the united states it was reported that patient faced infusion set leakage event on (B)(6) 2026 due to which the patient faced hyperglycemia event. The patient blood glucose level was 400 mg/dl at the time of the event. The leakage was at the site. The infusion set was in use for two days. No further information available.